Manufacturer narrative:
The complaint description states that the glenosphere would not attach to the metaglene and once removed it seemed as though the threads were flattened. The device associated to the complaint was returned for analysis. The visual analysis shows a deterioration of the thread of the fixing screw of the glenosphere. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. From the analysis performed, the root cause of the incident could not be determined with certainty. The incident could have occurred during use, from an assembly not in the axis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The glenosphere would not attach to the metaglene and once removed it seemed as though the threads were flattened. A 38 eccentric glenosphere was fitted instead with no trouble.

Manufacturer narrative:
This complaint remains under investigation. Depu will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.